Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 9 months post implant of this pulmonary valved conduit in a (B)(6) year old pediatric patient, an transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the conduit was replaced due to high peak gradients (80mmhg) and mild pulmonary insufficiency. No additional adverse patient effects were reported. Coding updated in if information is provided in the future, a supplemental report will be issued.